Event description:
It was reported the device experienced a power on reset (por) at about the same time as the patient's cataract surgery. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.